Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo m00219.

Manufacturer narrative:
A review of the image result files showed that cell 1 of the initial antibody screening assay resulted as negative, but visually appeared positive. Customers were notified of technical communication cc-09-042-02, which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. The customer submitted the sample for investigation. The sample resulted as positive with cell 1 and negative with all other cells. In-house testing also confirmed the presence of the k antigen on retention product.